Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to pulse wires being broken and shorting together. The electrode belt was unable to complete essential performance testing. The root cause for the damaged wires was excessive force. There was no adverse event that resulted from the damaged belt.